Event description:
Caller reported a malfunction on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was instructed to continue using it, with advice to call back if the malfunction recurred. The caller acknowledged and understood the instructions.